Event description:
It was reported that (1) tlc75 device was used during a colectomy procedure. It was reported by the rep that the instrument wouldn't fire. The second stapler fired normally. There was no consequence to the pt.